Manufacturer narrative:
H3: visually, there was surgical tape wrapped around the clamp shell upon return and contamination on the outside diameter of the cuff balloon. Under magnification, no voids or cracks were observed in the trace pads or ink traces. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 14 ohms (blue), 10 ohms (blue with white stripe), 10 ohms (red), and 12 ohms (red with white stripe) which all electrodes were in specification. Functionally, the device was connected to a nim system, and the trace pads were submerged in a saline solution to perform functional testing. During testing, the device passed the electrode check and had no excessive feedback during the noise test. There was no intermittent behavior while manipulating the traces, wires, or connectors. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during parathyroidectomy procedure, the passing electrode test was intermittent on vocal1. Anesthesiologist used a 6.0mm trivantage tube on adult female patient. User tried both patient interfaces of the nim vital console, rebooted the full system but could not get reliable contact. Then subsequently decided to change the tube, and placed a 7.0mm tube, which immediately gave passing electrode check. When extubating the original tube, user noticed that it was kinked, which might also explain a poor contact and hence bad electric continuity (impedance). The procedure was completed with backup product. There was 10 minutes delay in the procedure. There was no patient impact.

Manufacturer narrative:
H6: fdc d14 code is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.